Event description:
It was reported that the patient was feeling that the "vns is sending shockwaves up the neck/throat" and stimulation felt erratic. The patient arrived at the hospital (B) (4) 2010 via ambulance with the magnet taped over the device. The patient's device was disabled and the physician plans to leave the device off for now and assess the patient's condition. Attempts for further information have been unsuccessful to date.